Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Based on the received information (x-rays, surgical report of revision) a steep position of he shell in situ existed pre revision. A steep position of the shell decreases rom of the hip joint potentially resulting in impingement btween components of the prosthesis and an increased risk for subluxation of the ball head. However, it remains unclear if the position of the shell contributed to the reported incident. Based on the received information the root cause as well as the point in time when the insert breakage occured couldn't be defined conclusively.